Event description:
A 2.5mm diameter x 18mm length endeavor mx2 drug-eluting coronary stent was successfully implanted into a pt for the treatment of an unk lesion. The lesion morphology is unk. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile; was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the pt and was successfully implanted at the lesion site. It was reported after the case, that the non-sterile pouch was put in the sterile field. No additional clinical sequelae were reported and the pt is doing well and will be monitored by the physician.

Manufacturer narrative:
Evaluation: results - failure to follow instructions (the inner pouch contains a warning label (("this protective outer pouch contains an inner pouch with a non-sterile exterior")) IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile). Conclusions - user error contributed to event (the inner pouch contains a warning label (("this protective outer pouch contains an inner pouch with a non-sterile exterior")) IFU states that the outer surface of the inner pouch has a non-sterile exterior with contents that are sterile).